Manufacturer narrative:
Manufacturing evaluation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate ii lvas device. The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding the recommended anticoagulation therapy and inr range.

Manufacturer narrative:
Approximate age of device - 1 year, 5 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted due to elevated ldh from 364 u/l to 1592 u/l, with dark colored urine and was treated with IV argatroban. The patient did not have any power spikes and patient inr was 3.2. The lvad speed was 9600 rpm, flow 6.8 lpm, pi 5.2, power 6.9 w. The account reported that the tests were performed however test results were not available. It was reported that stroke was ruled out and the cause of the hemolysis was not identified and deemed possible due to patient history of being heparin-induced thrombocytopenia (hit) positive. The patient was non-symptomatic. The patient was stable and discharged on (B)(6) 2018 who left against medical advice. The patient had a negative CT scan. No further reported issues at this time. No further information was provided.